Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue had flow issues. Despite the closed side, the infusion solution runs in the supposedly closed direction. This has led to p when did the incident occur? During use despite the side being closed, the infusion solution runs in the supposedly closed direction. This has led to problems as medications were not compatible with each other and catecholamines did not go the right way to the patient but into the other infusion line.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos 2 physical samples submitted for evaluation. The reported issue of flow issues ¿ back flow was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that a visual inspection found no defect, flow simulation also found no defect to the device. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.